Event description:
It was reported that this non-(B)(6) implantable cardioverter defibrillator (ICD) exhibited high out of range (oor) shock impedance measurements on the right ventricular (rv) lead. It was noted that it was programmed to rv to can and was seeing oor measurements. Troubleshooting options were discussed. Currently, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).